Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients anchor was superficial. The patient underwent a revision procedure wherein the anchor was moved. The patient was doing well postoperatively. The anchor remains implanted in the patient and in use.